Event description:
Caller states customer was unable to test his blood glucose due to an error on the advantage sys. Customer went to an appointment and tested 470 mg/dl on professional meter; he was sent to the hospital to be treated with insulin and was released from the hosp the following day when his high blood glucose symptoms improved. Requested return of suspect device and replacement was sent.